Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at (B)(4) microscope magnification revealed that the lens was received cut in a half with surface residuals (fiber/particles) on the lens compatible with handling the lens out of sterile environment. No product damage and/or defects related to the manufacturing process were observed in the lens returned; the condition of the lens is related to an inadequate handling of the unit during the explant process. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. Review of the diopter measurement results were verified and the diopter for this serial number serial number 5874981406 corresponded to the 23.5 diopter as required. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that a zcb0000235 was explanted from the patient's left eye after he experienced a unexpected post-op refraction; he had 2.50 diopters of unexpected myopia. This anisometropia significantly interfered with his daily activities. The patient has since recovered.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.